Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. The customer¿s blood glucose level was 500 mg/dl. The customer treated high blood glucose with insulin pump and manual injection. The auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.